Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Reports #: 1627487-2019-10403, 1627487-2019-10404, 1627487-2019-10405, 1627487-2019-10406. It was reported that an allergy test was performed on the patient and it was found that the patient was allergic to one of the materials in their scs system. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient¿s entire scs system was completely explanted. The patient¿s allergies have cleared up slightly. An allergy kit has been requested and received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.